Manufacturer narrative:
The info regarding this complaint was received on (B)(6) 2011 which indicated that an MDR was required.

Event description:
It was reported by a customer on (B)(6) 2010 the laser beam fired straight out of the fiber at 7,000 joules. Per the customer, the end of the procedure was completed with turp. No pt injury was reported.